Event description:
It was reported that when the devices, with reload cartridges, were used during an unknown procedure, they locked out. Another device was opened to complete the case. There was no consequence to the pt.